Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the battery returned with the device tested below the end of operation voltage. Battery drawer is broken, battery contacts are compressed, lead flex cover is corroded, one side bail cover is broken, and upper and lower cases are broken.

Event description:
It was reported that the unit turned off on its own. The device was connected to a patient, but there was no patient harm/injury.